Event description:
It is reported that, the pt rec'd a recall notification letter from the surgeon. The pt is experiencing pain 2-3 times each week in the hip around the implant. The pt has pain when standing from a seated position, cannot stand for extended periods due to pain and has a constant limp since the surgery. The pt is scheduled for diagnostic blood work and f/u testing.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.